Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an electrical smell coming from the power supply. The flight crew unplugged the power supply and the smell went away. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the odor emitting from the removable power supply. The removable power supply also failed the electrical safety test. The stm replaced the removable power supply and ac power cord. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an electrical smell coming from the power supply. The flight crew unplugged the power supply and the smell went away. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty power supply was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power supply and no visual damage was observed. The national repair center installed the power supply into the cardiosave test fixture and tested the power supply to factory specifications per the cardiosave service manual. The national repair center could not verify the failure of a foul odor or burning smell coming from the power supply, and could not verify the supply not passing the electrical safety test. The electrical safety test met factory specifications. The power supply passed leakage tests. The power supply met all voltage specifications and the cardiosave ran with the power supply for 8 eight hours with no problem. The power supply passed testing, and was retained in the national repair center per procedure.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an electrical smell coming from the power supply. The flight crew unplugged the power supply and the smell went away. There was no patient involvement, and no adverse event reported.